Event description:
Additional information received noted that the patient was admitted to the hospital. Diagnostic testing was tried through blood/urine and imaging. There was no infection suspected and the patient was released with no further issues.

Event description:
It was reported that the patient had concerns regarding if patient's had ever rejected their device. About a week prior, "around my wires started swelling from my collar bone down to my battery and got real red and half up the back of my head to the crown of my head. Now my underarm on the right side is swollen as well." When the patient was in the hospital and tests were run including blood work, it showed no infection. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Lead model # 3387-40, lot # j0421389v, implanted 2004 (B)(6), explanted unknown; extension model # 37085-60, lot # nkn007072v, implanted 2010 (B)(6), explanted unknown; extension model # 37085-60, lot # nkn007245v, implanted 2010 (B)(6), explanted unknown.